Manufacturer narrative:
The insulin pump unit received with bleeding and cracked lcd glass. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and a cracked case. Analysis was unable to perform basic occlusion, occlusion, prime/compromised force sensor test and excessive no delivery test due to cracked lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a damage and high blood glucose. The blood glucose at the time of the incident was 165 mg/dl. The customer state the screen is shattered after it came out of the pouch. Troubleshooting for the high blood glucose was not performed, because of the shattered screen. . The device will be returned for analysis.